Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Evaluation summary: it was caused due to a physical damage on the bending rubber. This report is being filed as part of the pentax backlog management plan

Event description:
Before use ,during inspection, the user found that bending rubber was leaking and stopped using. There was no report of patient harm.